Event description:
It was reported during the procedure on (B)(6) 2022 to removed the s8 lead so the patient could get an MRI, the octrode lead had to be repositioned back to its original position because it moved while trying to removed the s8 lead. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.